Manufacturer narrative:
The customer was unable to provide required information to enable further investigation, such as the kit's lot number, and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to label claims.

Event description:
The customer reported two (2) unconfirmed possible false negative results with the binaxnow covid-19 ag test. The customer reported testing two (2) families with the binaxnow covid-19 ag test, one family on (B)(6) 2020 and one family on (B)(6) 2020. From each family, there was one (1) person whose test generated negative results. Binaxnow covid-19 ag testing details were not provided. Information regarding additional/confirmation testing was not provided. The customer reported that everyone in each family, including those that tested negative, had covid-like symptoms (no taste, no smell, diarrhea, headache, sore throat, fevers). No further patient information, including treatment and outcome, was provided. Attempts to gather further information were unsuccessful. Negative results should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Due to the risk of a false negative result potentially leading to no or delayed treatment, this event shall be considered reportable.